Event description:
Additional information received reported that the patient had the dead battery replaced.

Event description:
Additional information reported the patient¿s battery ¿died around (B)(6) 2012.¿ it was stated that when the battery died, the patient¿s shakes and tremors ¿were bad.¿ it was noted that ¿a CT scan and MRI were done which showed the wires were fine¿ following the previously reported, unrelated procedure. It was restated that when the patient¿s battery died, the patient was ¿instantly able to get up with no balance issues, his walking was perfect.¿ for information regarding the patient¿s previously reported, unrelated medical procedure and the subsequent ambulation difficulties, please see MFR. Report #(B)(4).

Event description:
It was reported that the patient did not experience a stimulation sensation. It was noted that this occurred after the patient had undergone an unrelated medical procedure. The patient stated that "no diagnostics had been performed to determine if it was an issue". It was further reported that the patient's battery was depleted. It was noted that the patient's "generator had been dead for about 3 weeks". The patient stated that since his stimulation was off, he was able to walk again. It was noted that the patient had been unable to walk without using an assistive device since 2006. The patient stated that he had talked with a manufacturing representative, but was not able to have the "wires checked because the device was out". The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the battery depletion was 'normal.' No other interventions were planned or taken. Outcome was reported as 'good.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 3387-40, lot# l70765, implanted: (B)(6) 1999, product type: lead. (B)(4).